Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of less than 39 mg/dl. Pump data review by tandem technical support showed that the customer delivered a 8.6 unit bolus prior to the event. Subsequently, customer was hospitalized. Bg was treated via intravenous sugar. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.